Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jufy8595 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported on the statlock PICC plus, the crescent tricot pad separates from the sliding post retainer device.